Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-nov-2020. The most recent information was received on 13-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of urticaria ('urticaria attack') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criterion medically significant), migraine with aura ("ocular migraines"), parosmia ("olfactory disorder"), premature menopause ("early menopause"), loose tooth ("loosening of the teeth"), tooth fracture ("teeth breaking for no reason"), pain in extremity ("pain in the feet") and gait disturbance ("difficulty walking for a long time"). Essure treatment was not changed. At the time of the report, the urticaria, migraine with aura, parosmia, premature menopause, loose tooth, tooth fracture, pain in extremity and gait disturbance outcome was unknown. The reporter provided no causality assessment for gait disturbance, loose tooth, migraine with aura, pain in extremity, parosmia, premature menopause, tooth fracture and urticaria with essure. Amendment: the report was amended for the following reason: coding request: event llt amended from ¿respiratory disorders¿ to ¿parosmia¿. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 13-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of urticaria ('urticaria attack') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criterion medically significant), migraine with aura ("ocular migraines"), respiratory disorder ("olfactory disorder"), premature menopause ("early menopause"), loose tooth ("loosening of the teeth"), tooth fracture ("teeth breaking for no reason"), pain in extremity ("pain in the feet") and gait disturbance ("difficulty walking for a long time"). Essure treatment was not changed. At the time of the report, the urticaria, migraine with aura, respiratory disorder, premature menopause, loose tooth, tooth fracture, pain in extremity and gait disturbance outcome was unknown. The reporter provided no causality assessment for gait disturbance, loose tooth, migraine with aura, pain in extremity, premature menopause, respiratory disorder, tooth fracture and urticaria with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 13-nov-2020. The most recent information was received on 19-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of urticaria ('urticaria attack') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criterion medically significant), migraine with aura ("ocular migraines"), parosmia ("olfactory disorder"), premature menopause ("early menopause"), loose tooth ("loosening of the teeth"), tooth fracture ("teeth breaking for no reason"), pain in extremity ("pain in the feet") and gait disturbance ("difficulty walking for a long time"). Essure treatment was not changed. At the time of the report, the urticaria, migraine with aura, parosmia, premature menopause, loose tooth, tooth fracture, pain in extremity and gait disturbance outcome was unknown. The reporter provided no causality assessment for gait disturbance, loose tooth, migraine with aura, pain in extremity, parosmia, premature menopause, tooth fracture and urticaria with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.